Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose of 429 mg/dl. The customer¿s blood glucose level was 260 mg/dl at the time of incident. The customer states blood glucose was 400 mg/dl and he took site out and gave himself an insulin injection and this morning when he woke up blood glucose was 79 mg/dl and by lunch he was 400 mg/dl so he gave himself a correction and it was still going up and then gave himself another shot. The customer was treated his high with manual injection. The customer experienced symptoms such as headache. The customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.